Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 11 year since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible cause to the reported phenomenon: a) a gap was made in the light guide glue due to physical stress. As a result, dirt entered the lens. It is cautioned in the instructions for use (IFU) to avoid applying physical stress to the device. During a follow - up with the user facility, it was confirmed that: the device issue occurred during preparation of use for an unknown diagnostic procedure. The event date was unable to be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the charge-coupled device lens had a scratch, causing the screen to be partly dark. Due to this damage on the charge-coupled device, a crease was also observed on the screen. Upon further inspection, it was observed that the color of the light guide lens was changed, and a stain was present. Additionally, it was observed that the inside of the light guide lens was dirty. It was observed that the adhesive part of the bending section cover was broken. It was also observed that the coating of the connecting tube was peeled off. It was observed that the connecting tube had crumple. It was also observed that the control part had liquid leakage. Due to this liquid leakage, corrosion was observed on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera duodenovideoscope had a crack or scratch at the insertion part. The reported issue occurred during preparation for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the color of the light guide lens had a stained and dirty which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.